Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon could not open the jaw after the cartridge was reloaded. It is unknown how the procedure was completed. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Upon review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.